Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, an intermittent audio output was reported. The patient stated they left lowes at around 1:00 pm and started to tremble and lose focus. He looked at the receiver and it showed 40 mg/dl and stated it did not alert him. They stated there was a restaurant near them to get something to eat so they can raise their blood sugar, got in their car and started driving. The next thing they knew they were parked sideways on the highway not knowing what they were doing or who they were. The police as at their window and the patient told the police that they think their blood sugar was really low. The patient as carried to the ambulance and when the emergency medical technician¿s (emts) checked his blood sugar with a meter, it was 25 mg/dl. The patient was administered intravenous (IV) therapy to get their sugar back up and was in the ambulance for an hour. After being treated, they felt like they could drive themselves. They stated the ambulance followed them to a convenience store where the patient purchased donuts and milk because the IV that was given did not get their sugars up enough. The emts stayed with the patient while he ate and when his blood sugar was normal, he was able to go home. At the time of contact, the patient was doing well. No additional patient or event information is available. No product or data was provided for investigation. Confirmation of the complaint was undetermined. The probable cause could not be determined.